Event description:
Flap was created successfully. Flap was lifted and treatment was done with no problems. A bandage contact lens (bcl) was placed on eye to help support healing. P/o (post op) flap fold, flap lift, float, epi debrided and bcl placed. Gtts (drops) and rtc.

Manufacturer narrative:
(B)(4). Epithelial ingrowth. Evaluation: field service specialist (fss) checked system (B)(4) 2011 and adjusted to allow the objective to move quicker (not related to epithelial defect observed) and completed preventive maintenance. System meets specifications. Note: all pertinent info available to abbott medical optics (amo) at the time of this report has been submitted. Should new info that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.